Event description:
It was reported that the pump, once turned on, shows on the screen error messages: 41171; 4100; 9; 10; 1. There was no patient involvement, no harm/adverse event reported.

Manufacturer narrative:
B3: month and day of event date are unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found that the dso seal was starting to tear. During the functional testing, it was found that few seconds after being powered up, the pump goes into alarming error code 41171. The most probable cause would be a faulty pwa. The pwa was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.